Event description:
It was reported that the device keeps on flashing the red light. Patient involvement is unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Return tube was place over the top of the membrane switch, return tube was cracked, obsolete float switch, leaky drain valve. Pcb was replaced by customer but not prepped correctly; label still on speaker, plastic white screw on the back of the board has not cut out. While prepping and seating pcb correctly in the device, the microswitch was damaged. Performed visual inspection, installed temp check (e5785 due (B)(6) 2024) and a f-30 gas/vent test filter and performed tests per sr-1274. Could not duplicate or confirm the customer complaint. The most probable cause is the gas/vent filter not fully primed or not pushed in and seated firmly in the sensor block. No action was taken for the reported problem. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.